Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: re-stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that five months after implanting the 2.5 x 12 mm promus stent in the cx, the pt returned to the cath lab for re-ptca due to chest pain. A narrowing was observed inside the stent. The re-stenosis was successfully treated with another company's balloon. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - angina and stenosis, as noted in the promus IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction during the time of stent implant, there does not appear to be any indications of an sds quality deficiency. It is likely that the angina is a secondary effect of the stenosis, which required treatment with ptca. Although there is no indication of a product quality deficiency, a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.